Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak was found to be a type 3b endoleak of the proximal extension. The secondary endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 12mm and migration of the proximal extension of approximately 10mm also occurred. The procedure-related harm was identified as an access site complication (hematoma). The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure patient was identified with an indeterminate endoleak. The physician couldn¿t tell if it was 3a junctional endoleak or a type 1a endoleak. The physician decided the best course of action would be to just re-line with a longer bifurcated stent graft and a vela suprarenal extension all the way up to the lowest renal artery. Reportedly, the procedure was completed with zero complications and the final angiogram showed the re-intervention addressed the indeterminate endoleak. Additional information: the clinical assessment determined that there was evidence to suggest sac growth of 12mm and migration of the proximal extension of approximately 10mm had also occurred.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is (B)(4). Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure patient was identified with an indeterminate endoleak. The physician couldnt tell if it was 3a junctional endoleak or a type 1a endoleak. The physician decided the best course of action would be to implant an additional bifurcated stent graft and a vela suprarenal extension all the way up to the lowest renal artery. Reportedly, the procedure was completed with zero complications and the final angiogram showed the re-intervention addressed the indeterminate endoleak.